Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if the bent cannula or any other product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose levels reached 36 mmol/l (649 mg/dl) while wearing the pod for two days on the buttocks. Large ketones were present and the patient went to the hospital of (B)(6) where he was treated with insulin infusions. The patient noted the cannula was bent and the pod was discarded.